Event description:
It was reported that the customer uses "arrow" introducers with baxter/edwards catheter. It was further reported that while removing the catheter from the patient the catheter split. The customer stated that they think it might be the introducer (arrow) that caused that catheter to break; however, the customer decided to log a complaint against the catheter as a precaution. No sample is available as discarded by hospital.

Manufacturer narrative:
Device not returned.